Event description:
This was the second child of an auto versus pedestrian event. An attempt at placing an ez-io device by the paramedic in the field was unsuccessful due to -probable- penetration through the bone with infiltration into the right proximal leg. Multiple attempts at peripheral lines were unsuccessful so physician two -me- attempted placement of the ez-io-line in the left leg with infiltration. A second attempt was made without success. A rn was able to get a peripheral line started and all further resuscitation occurred through that line. This child had two tense infiltrations into the leg due to the failures with this device. There were four attempts by three providers on two children none of which were successful. I subsequently attempted using the device on their training "leg" and found it very difficult to feel the "give". In reviewing the sales process that had occurred with this device, I found that each hospital that adopted it, was basing their decision on the previous hosp decisions without any experience using the device. Review of their sales literature found spurious arguments for its implementation "timely", "easy", "lower infection rate", none of which are born out by research. This may be the greatest device since sliced bread, but it is being pushed for uses that are not supported. Dates of use: 2008. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes.